Manufacturer narrative:
The reported event was confirmed. Visual inspection noted one temperature sensing catheter was received. Visual evaluation noted no obvious defects. Attempted to flush the drainage lumen with methylene blue and water and would not advance past the trifurcation. The drainage lumen was dissected to find that the drainage lumen was entirely blocked. This was out of specification as material in the murphy eye or drainage lumen was not allowed. Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure could be tooling misalignment. The device history record was reviewed and found a possible manufacturing issue that could have caused or contributed to the reported event. Labeling review was not performed because labeling could not have prevented the reported failure. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that urine did not flow after the placement of the foley catheter. Tried to pour water, but it didn't work. Per follow up received via 11sep2020, there was no impact to the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that urine did not flow after the placement of the foley catheter. Tried to pour water, but it didn't work. Per follow up received via 11sep2020, there was no impact to the patient.